Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapy. Lead was explanted and replaced. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
Analysis was normal. No anomalies were found.